Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that the capsulotomy had a tag on patient's right eye and when the doctor went to remove it, the tag resulted in a torn capsule in which a vitrectomy was performed. The laser procedure was completed successfully. No additional information was provided.